Event description:
It was reported that balloon rupture occurred. A 2.75mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during third inflation at 16 atmospheres for 10 seconds, the balloon ruptured. The device was removed without any problem and the procedure was completed with a different device. There were no patient complications reported and the patient status was good.

Manufacturer narrative:
Initial reporter city: (B)(6). Initial reporter facility name: (B)(6) hospital.